Event description:
It was reported that during the lap cholecystectomy procedure, the clips were malformed. The jaws were misaligned. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this tiime.